Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment and display lens were found to be cracked and there was contamination under the buttons. This report is made based on results of investigation completed on 06/12/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/12/2015 with the following findings: evaluation revealed that there was moisture observed in the cartridge compartment. The keypad cover is torn and contrast button. There is a keypad leak. The battery compartment is cracked below bumper pad. The display lens is cracked. The pump case is damaged/cracked near the right top corner of the display lens. The keypad cover was removed and no contamination was found under contacts. (B)(6).